Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically citing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for performing a complete pump reset, which the caller completed successfully, allowing them to start a new sensor session without further issues.